Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2011. Revision procedure was performed on (B)(6) 2013, due to loosening of the cup shell. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.